Event description:
It was reported that an ilet device became unresponsive at the ¿fill tubing¿ step, where the on-screen ¿yes¿ button highlighted when pressed but did not advance, and a firmware update attempt could not proceed past the same screen; a force restart via the app restored function, after which the user planned to complete the firmware update and additional training was arranged. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no medical interventions. Investigation included guided troubleshooting, a force restart, and education on device use. Investigation of this case revealed a transient user interface nonresponse that resolved with a forced restart, with no evidence of screen damage or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was software behavior recoverable by restart and user guidance.